Event description:
The customer contacted stryker to report that their device would not power on at all. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h6 results code gird has been corrected.

Manufacturer narrative:
The device was evaluated by a depot technician and the issue could not be duplicated. The device powered on with a test acpa and test batteries. The keylogs were reviewed by a stryker customer quality engineer and noticed the batteries used were past their end life, however they were not sent in for evaluation. The batteries pins were replaced as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on at all. There was no patient involvement reported with the event.